Manufacturer narrative:
The investigation is ongoing. Pending return of the device.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 26mm sapien 3 ultra valve, the delivery system with valve was unable to advance through the 14fr esheath+. Using fluoroscopy, it appeared the distal end of the stent frame had bent and was sticking outward from the rest of the valve. The esheath+, delivery system and valve were withdrawn as a unit. After withdrawal of the entire system, the esheath+ was observed with a liner tear at the middle to distal portion of the esheath+. A second system was prepped and there were no issues advancing the second delivery system and valve through the second 14fr esheath+. The valve was implanted successfully. There was no patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The device was returned to edwards lifesciences for evaluation. Visual inspection of the device revealed a crimped transcatheter heart valve (thv) over a crimped balloon with one minor bent strut at the inflow side. The thv was then expanded. No bent strut was observed after the expansion. The valve frame was distorted/canted. Multiple struts were exposed through the skirt, but it was normal after being crimped and used. It was also noted that the leaflets were wrinkled and dehydrated likely due to storage conditions (prolong crimping). Imagery was provided for review and revealed the patient's right access vessel was present with calcification and tortuosity. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve frame damage was confirmed based on provided imagery and returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, "the delivery system with valve was unable to advance through the 14fr esheath+. Using fluoroscopy, it appeared the distal end of the stent frame had bent and was sticking outward from the rest of the valve." Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time." Additionally, per imagery provided, the patient's right access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement and additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can lead to the valve struts interacting with the sheath shaft, tear the liner, and damage the valve strut at the inflow. In this case, available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous corrective and preventive action (CAPA) was initiated to improve activities regarding insertion of the delivery system with valve through the sheath resulting in frame damage. Since this event occurred after correction actions were implemented, a product risk assessment (pra) was performed and found the control limits have not been exceeded. Therefore, no further action is required.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. The following section of this report has been updated: h10 (provide narrative/data). This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2022-07656. The investigation is still ongoing.